Event description:
It was reported that following the second inflation in the subclavian vein, the pta balloon was difficult to retract into the introducer sheath. The catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for eval. Per the reported event details, a syringe/inflation device with a manometer is required for use. It is possible that the use of the syringe caused the balloon to incompletely deflate; it is unk if the balloon was fully deflated prior to the retraction attempts. The definitive root cause for the retraction issues could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, lot #, catalog, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.